Event description:
It was reported that the patient had experienced infections while using the purewick urine collection system. It was also stated that there were no allegations against the product. It was noted that the patient had been using the purewick products for more than a year. It was unknown if the device contributed to the infection at this time. As per follow up information received on 07oct2021, it was confirmed that there was no allegation against the product. As per follow-up information received on (B)(4)2021, the patient experienced urinary tract infections while using the purewick female external catheter so, the patient is no longer using the product. The representative stated that the patient did get urinary tract infections when not using the product as well and the patient also mentioned that the purewick urine collection system did not suction properly. It was unknown medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced infections while using the purewick urine collection system. It was also stated that there were no allegations against the product. It was noted that the patient had been using the purewick products for more than a year. It was unknown if the device contributed to the infection at this time. As per follow up information received on 07oct2021, it was confirmed that there was no allegation against the product. As per follow-up information received on 03dec2021, the patient experienced urinary tract infections while using the purewick female external catheter so, the patient is no longer using the product. The representative stated that the patient did get urinary tract infections when not using the product as well and the patient also mentioned that the purewick urine collection system did not suction properly. It was unknown medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.